Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient came in originally due to trouble swallowing and some neck pain in area where plate was inserted. After x-rays confirmed a screw backed out a revision surgery was performed. The revision was concerning a small stature plate; where it was discovered one screw had backed out and was removed during the surgery. It was also reported that actually the screw was a locking screw that back out. Additionally the two middle screws may have sheared off. Revision surgery was done to remove the screw. Additional revision surgery will be done on a later date to posteriorly support the construct. There was no report of a time delay or adverse event to patient. This report is 2 of 2 for complaint com-(B)(4).